Event description:
It was observed during the device inspection, that the bronchovideoscope exhibited no image displayed. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, the event was confirmed, and the device did not meet the standard specifications and function. It was found that due to damage on charge-coupled device (ccd) unit, it was not possible to display the image. The screen was pitch black. Olympus will continue to monitor field performance for this device.